Manufacturer narrative:
Additional information was received through ils aus on 16 jun 2016 confirming the device product ID as hrdxs and quantity of 3. No other information was provided. Integra has completed their internal investigation on 26 jul 2016. The investigation included: methods: -evaluation of actual device, -review of device history records. -review of complaint history. Results: evaluation of device: the lot number of all three items was 0293535 -- a visual inspection found all three were visibly bent. Additional measurements performed by the qc inspector utilizing a protractor: first hrdxs measured 15° off 90°, second hrdxs measured 4° off 90°, third hrdxs measured 5° off 90°. Device history record reviewed for the product involved in this case which was manufactured on 02 dec 2013 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. A two year look back in trackwise for this reported failure and or related to "hrd hear ring drive bent " for this product ID shows that 4 complaints were received including this case. No new design or manufacturing trends have been identified. Conclusion: the reported complaint was verified based upon visual inspection and calibrated tool measurement. The damaged product was replaced and returned to the customer. The findings are consistent with damage due to user-error. Over-tightening the drive can result in the bending of the drive extenders.

Event description:
A report was received that the crw head ring drives bent during use a on (B)(6) old male patient. The event occurred on (B)(6) 2016. The patient was prepped for surgery and there was a delay of approximately 1 hour due to the product problem. The head ring drive bent during the day, several hours after installation of the head ring. Subsequent misalignment of the head ring was caught at a pre-treatment check. Patient's radiation treatment aperture was enlarged to allow for shift of the tumor position. The treatment plan was modified to take the change in the target into account. The treatment was compromised by enlarging the radiation treatment volume. No patient injury was alleged. There is further information pending on the exact product - hrd or hrdxs.